Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information from the consumer via the manufacturer¿s representative regarding a patient who was implanted with a implantable neurostimulator (ins) for spinal pain reported that they had a new shocking sensation. No surgical interventions occurred or were planned. It was unknown if the issue had been resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.